Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a scheduled follow-up, device interrogation revealed that the patient received inappropriate atp therapy due to noise. It was noted that the event might have been caused by the lead rubbing against other capped leads during diastole. Lead replacement was suggested. The patient was stable before, during, and after the device interrogation and will continue to be monitored with routine follow-up.